Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The top housing was observed to be cracked and discolored. The soft cannula was observed to be kinked. Once the housing was removed, damage was observed to the underside of the top housing, piezo, reservoir, reservoir cap, ratchet gear, and mechanism rails. Corrosion was observed on all three batteries, pcba, chassis, catch beam, mechanism rails, linkage assembly, and the commutator cap. Due to the alignment of the damage to the underside of the top housing and the damage on the internal components, the investigation determined that this damage was post use damage. The investigation could not determine the cause or timing of the damage to the soft cannula. Due to the post use damage to the reservoir, reservoir cap, and ratchet gear, the investigation could not test the fluid path and due to this the investigation could not conclusively determine the source of the corrosion observed on the internal components. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod between 36 and 48 hours. Treatment information was not provided. The device was originally reported for an occlusion alarm.